Manufacturer narrative:
Updated fields: d4, d10, g2, g4, g7, h2, h3, h4, h6, h10. Unique device identification (UDI): (B)(4). The hakim catheter was not returned therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.¿

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim peritoneal catheter fractured during implantation. The catheter was replaced with a new one to complete the procedure. No surgical delay and no adverse consequences for the patient.